Manufacturer narrative:
Ups bypassed; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that s2 fuse in m-cabinet blown due to ups activation on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.